Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. There was no data log available to review. A bin file analysis was performed and errors were found. The reported event of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).the patient experienced a product problem on different days with the same device. The following reports are being submitted:(B)(4).

Event description:
Dexcom was made aware on 11/11/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.